Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the parts involved with this complaint and completed investigation. Failure analysis investigation was able to confirm the reported failure on the illuminator. The illuminator failed to ignite when installed into the test system. However, failure analysis was not able to reproduce any failure with the double camera controller (doco). The doco was installed into the test system and the video looked good on both eyes. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered multiple recoverable errors pointing to an illuminator failure. The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting assistance but the issue persisted. The customer completed the procedure with an external light source. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the site but was not able reproduce the reported failure. However, a review of the system logs verified the errors had occurred. To resolve the issue, the fse replaced the illuminator and the double camera controller (doco). The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site. The doco is located on the vision side cart (vsc) and it receives and processes video signals.